Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with the attempted left ventricular (lv) lead had 1,900 ohms through pacing system analyzer (psa) and greater than 2,000 ohms in device. Several test were performed on the lead but still exhibited high impedance. Boston scientific technical services (ts) stated that it is the physician's discretion to keep the lead, however, the field representative will recommend removing the lead. Additional information received, however, the cause was not determined. The crtd remains in service and the lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.